Event description:
Pt claims that vent would shut down when switching out depleted external battery. No alarms to warn the batteries (internal/external) were low. Unit did alarm inop when it shut down. Using 3 hr external battery. No pt harm.